Manufacturer narrative:
The reported oad was received for analysis and was noted to be destructively cut at the nose cone. The oad driveshaft and crown were not received. When tested, the oad handle functioned as intended. As the destructively cut distal driveshaft section and crown were not returned for analysis, it could not be determined if the driveshaft or crown were damaged or contributed to the report that the oad became stuck in a stent. The instructions for use for the reported device state "use of the oas is contraindicated if the target lesion is within a bypass lesion or stent." At the conclusion of the device analysis investigation, the report that the oad became stuck in a stent could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat a heavily calcified lesion in the distal right coronary artery (rca) with two passes on low speed. The oad was removed and reinserted for an additional seven treatment passes on low and high speeds. Following treatment, the oad was found to be stuck upon in a stent strut proximal to the treatment area. A guide catheter was inserted along with multiple balloons, and balloon inflations were performed in the mid and proximal rca. A snare was used along with another sheath and additional balloon inflations, and dopamine and atropine were administered to assist in stabilizing the patient. The patient remained stable with no major vital changes. Following three hours of attempted removal, surgery was performed to resolve the issue and the oad was cut during removal. The portion of the oad stuck in the stent remained in the patient, and the family of the patient declined an additional surgical procedure to remove it. The patient was in stable condition following the procedure. It was reported that the oad was not operated within the stent.